Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak after an unintended disconnection of IV tubing from a phaseal connector . The infusion that leaked was vincristine 0.68 mg in 500 ml of normal saline at 20.9 ml/hr. And doxorubicin 18 mg. In 250 ml of normal saline was also running at 10.8 ml/hr. Both medications were stopped at the time of the disconnection. Although requested, additional information is not available; there was no patient harm.